Event description:
It was reported that a patient underwent an afib ¿ persistent ablation procedure with a lasso® nav eco variable catheter and a knotted loop issue occurred. It was reported that the lasso® nav eco variable catheter loop got entangled around the lasso® nav eco variable catheter shaft and physician was not able to straighten the lasso® nav eco variable catheter any more. The lasso® nav eco variable catheter needed to be pulled back into the sheath with slight force. The surgery was delayed 5 minutes due to the reported event. Action taken when the event occurred was another catheter was used. The procedure was successfully completed. No fragments were generated. No patient consequence was reported. No other medical intervention was required. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The event was assessed as a MDR reportable knotted loop issue.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 22-feb-2022. There was no difficulty maneuvering the catheter until it got stuck. Withdrawal was a little difficult and took some force. A boston scientific zurpaz 8.5f sheath was used. There was no detachment of any component. The loop/tip became unknotted upon withdrawal. This issue did not result in exposure of any internal catheter components or sharp edges. Fluoroscopy image was not available. Originally reported under the 3500a initial the concomitant product of ¿unknown brand sheath¿. The additional information provided the sheath information. Therefore, added the sheath information under ¿d10. Concomitant medical products and therapy dates¿. The bwi product analysis lab received the device for evaluation on 24-feb-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an afib ¿ persistent ablation procedure with a lasso® nav eco variable catheter. It was reported that the lasso® nav eco variable catheter loop got entangled around the lasso® nav eco variable catheter shaft and physician was not able to straighten the lasso® nav eco variable catheter any more. The lasso® nav eco variable catheter needed to be pulled back into the sheath with slight force. Action taken when the event occurred was another catheter was used. The procedure was successfully completed. No fragments were generated. No patient consequence was reported. No other medical intervention was required. The device evaluation was completed on 23-mar-2022. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and deflection evaluation of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed. A deflection and contraction test was performed on the catheter and it was found within specifications. No malfunction was observed. The event described could not be confirmed as the device performed without any issues. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed, and no internal action was found during the review. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).